Manufacturer narrative:
This medwatch follow up report is being filed due to device return. As received, the specimen consisted of one-1 each hydro gw stf std s 150-035; returned reloaded into a dispenser assembly and double-bagged within "zip-lock" style poly biohazard pouches. The specimen presented an overall length of 150.1cm and a finished diameter of .03200" to .03325". A gage bushing certified to be 0350" passed over the length of the specimen with no more effort than the mass of the bushing sliding down the wire shaft unaided, except by gravity. Note all diameter measurements were acquired with a non-contact, toolmakers scope after allowing the specimen device to become dry after hydrating the specimen device with blood-bank saline. After flushing with blood-bank saline, the specimen was subjected to visual and tactile examination. The specimen coating appeared visually and tactilely consistent when examined at 1x - 18 inches, unaided, wet. The specimen presented a ductile/tensile overload fracture of the polymer jacket with material removal at the distal tip, exposing 0.4cm of the metallic core wire. Note, the polymer jacket material distal of the fracture was not returned with the specimen. The specimen also presented bend damage at 1.5cm from the distal tip. Except where noted, the specimen device appeared visually and dimensionally correct. A review of the manufacturing processes indicates the production operators are instructed to 100% visually and tactilely inspect for any obvious defect, which includes a tactile examination of the entire length of each wire. In addition, during packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Based on the information provided and the evidence presented, it appeared that handling factors have contributed to the event as reported. As noted in the device instructions for use (dfu), warnings, "prior to use, inspect for damage. If damaged, do not use." As indicated in the directions for use (dfu) precautions, "the surface of the zipwire hydrophilic guidewire is not lubricious unless it is wet. Before taking it out of its holder and inserting it through a catheter, fill the holder and the catheter with sterile physiological saline solution." As noted in the dfu operational instructions, "to activate hydrophilic coating: before removing the zipwire hydrophilic guidewire from the protective hoop (by its distal end), inject physiological saline solution into the hub end of the holder in order to completely wet the surface of the wire." If there is any further relevant information provided, a follow up medwatch report will be submitted.

Manufacturer narrative:
The complaint device has not been returned; therefore, no physical analysis of the device can be performed. A review of the manufacturing processes indicates the production operators are instructed to 100% visually and tactilely inspect for any obvious defect, which includes a tactile examination of the entire length of each wire. In addition, during packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Based on the event information received to date, it appears that handling during preparation impacted on the event as reported. As noted in the device instructions for use (dfu), warnings, "prior to use, inspect for damage. If damaged, do not use." As indicated in the directions for use (dfu) precautions, "the surface of the zipwire hydrophilic guidewire is not lubricious unless it is wet. Before taking it out of its holder and inserting it through a catheter, fill the holder and the catheter with sterile physiological saline solution." As noted in the dfu operational instructions, "to activate hydrophilic coating: before removing the zipwire hydrophilic guidewire from the protective hoop (by its distal end), inject physiological saline solution into the hub end of the holder in order to completely wet the surface of the wire." If there is any further relevant information provided, a follow up medwatch report will be submitted.

Event description:
It was reported that when the package was opened, it was found that the front end of the guidewire was not coated. The device is expected to be returned before sep. 11th. There were no patient complications reported. What was the patient condition following procedure? Stable when was the problem noticed: unpacking where did the problem occur? Outside the patient event resolved? Yes, additional information received 28 august 2023: 1. Is there a close-up image of the reported damage? No photos provided. 2. It was reported that the event occurred during preparation. Was the guidewire hydrated or rinsed with saline solution prior to removal from the dispenser as per the dfu? No. 3. Is any of the polymer jacket material missing? The tip of the polymer jacket material was missing upon unpacking.